Event description:
Abbott diabetes care received a notification from a FDA consumer complaint coordinator which reported the following information: a customer reported that no message appears upon scanning the adc device, with use with phone application (samsung a53, android os: 13, application v. 3.4.2.9593). The customer stated that a sensor purchased on (B)(6) 2023 would not provide glucose readings when used with their 5g phone. The customer had previously contacted adc customer service regarding this issue and was advised that their phone was not on the device compatibility list. The customer was again contacted but did not provide any further details regarding this issue, and there was no report of adverse event or third-party treatment required due to the reported issue. Based on the information provided, there was no report of serious injury associated with this event.

Manufacturer narrative:
This complaint was received via a FDA complaints coordinator and has been reported to FDA. At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor and libre sensor kit were reviewed, and the dhrs showed the libre sensor and libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection performed on the returned sensor patch and no issue was observed. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 6 (indicating early termination). No abnormalities were observed with the sensors data. Therefore, issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care received a notification from a FDA consumer complaint coordinator which reported the following information: a customer reported that no message appears upon scanning the adc device, with use with phone application (samsung a53, android os: 13, application v. 3.4.2.9593). The customer stated that a sensor purchased on 08 mar 2023 would not provide glucose readings when used with their 5g phone. The customer had previously contacted adc customer service regarding this issue and was advised that their phone was not on the device compatibility list. The customer was again contacted but did not provide any further details regarding this issue, and there was no report of adverse event or third-party treatment required due to the reported issue. Based on the information provided, there was no report of serious injury associated with this event.